Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. An on-site review confirmed that the warmer functioned as intended, with no malfunction, nor sharp edges. There was no product root cause as the device functioned as designed and there was no design flaw. The incident was caused by situational factors -emergency situation, chaotic conditions, and human urgency. These circumstances led to uncoordinated actions, but they do not indicate any failure in existing processes or standard operating procedures. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
The hospital reported a midwife suffered a hand laceration requiring surgical intervention after accessing a drawer on a panda warmer. It was reported that during active newborn resuscitation, a nurse and midwife were positioned on opposite sides of the panda warmer that has drawers that allow for simultaneous access from both sides. It was alleged that the midwife had their hand inside the drawer, while the nurse accessed the drawer from the opposite side, pulling it towards themselves. As a result, the midwife's left little finger sustained an approximate 15mm laceration extending to the tendon requiring surgical repair. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no healthcare professional information provided to date. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.